Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be established. The suggested phenomenon was confirmed - it was confirmed the foreign material was in the nozzle, but the foreign material could not be further identified. It was confirmed that the reprocessing was consistent with the instructions for use. The event can be detected/prevented by following the instructions for use which state in chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system: 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited zoom malfunction. The image focus shifts arbitrarily when zooming in. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The endoscope was not used for a procedure with foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to damage on zoom (charge coupled device), zoom malfunction occurred. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. An abnormal sound is made due to damage on up/down knob. Adhesive on bending section cover had a crack. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector was dirty. Objective lens and light guide lens had discoloration. Connecting tube was wrinkled. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.